Event description:
Surgery occured and the ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communicate with the programmer following an unrelated surgery. The ipg was deemed inoperable and surgery is planned to explant and replace the ipg.